Event description:
Per information provided: on (B)(6) 2003, patient was diagnosed with multiple ventral hernias thereby underwent open repair with implant of bard flat mehs (device 1). Per operation notes, "three hernia sacs were identified and dissected free. The hernia sacs were entered and evacuated the omentum. Adhesions between hernia sac and omentum were lysed. The hernia sacs were connected. A bard flat mesh (device 1) was placed and sutured." On (B)(6) 2006, patient was diagnosed with recurrent ventral hernia thereby underwent laparoscopic repair with implant of composix e/x (device 2) and ventralex mesh (device 3). Per operation notes, "previous incision was opened. The hernia sac contains omentum was taken down. The defect was just to the right of midline just above the umbilicus. There was a slight eventration of abdominal wall with overlying mesh (device 1) still present creating a hernia recurrence. A composix e/x (device 2) and ventralex mesh (device 3) were placed to cover the defect and sutured." On (B)(6) 2007, patient was diagnosed with recurrent ventral hernia with infected hernia mesh thereby underwent open repair with removal of bard flat mesh (device 1), composix e/x (device 2) and ventralex mesh (device 3). Per op notes, "incision was made through the previous hernia. Dense fibrous hernia sac over the top of the exposed old mesh (device 1, 2 and 3) were opened. There was fair amount of fluid along with some chronic inflammatory tissues were noted. This was swept away from the mesh. The omentum adherent to prior mesh was taken down. The infected ventral hernia meshes (device 1, 2 and 3) were excised and removed entirely. The residual sac was excised. The defect was repaired using sutures."

Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. This emdr represents the bard flat mesh (device 1). Additional supplemental emdrs were submitted to represent the mesh - composix e/x (device 2) and ventralex mesh (device 3). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.